Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."

Event description:
Customer complaints blood leak during treatment. Blood flow rate, 103 ml/min, tmp, 129mhg. The blood loss was about 3-4ml. No patient harm and no medical intervention was needed.